Manufacturer narrative:
Results code: 3039 - cautery. 61- intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The clamp arm was found to have its teflon pad to be damaged. There are signs of thermal damage to the teflon pad. Fa also found additional blade failure that was not reported by the customer. The instrument was found to have blade damage. The blade was indented. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The harmonic ace instrument is commonly used for the dissection and ligation of vessels, as well as for grasping and retracting when it is inactive. The harmonic ace instrument uses ultrasonic movement to generate heat. The instrument does not have a conductor wire and does not transmit energy in the same way as monopolar and bipolar instruments. Therefore, there is no arcing that would occur with the harmonic ace instrument. Based on this information, the event is being re-assessed as non-reportable, and the initial MDR is being retracted.

Manufacturer narrative:
Intuitive surgical, inc. Has received the following information in addition to patient-related information: the customer confirmed that the procedure was completed with a backup instrument. There was no report of patient harm, injury or adverse outcome due to the alleged product issue. No fragment fall inside the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the harmonic ace instrument involved with this complaint. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A log review was performed for the harmonic ace instrument using the reported event date and system serial number associated with this event. Per logs, the customer used two harmonic ace instruments during the procedure, and is unknown which one had the failure. No error would appear in the logs for this type of reported issue. No photo or video was provided by the site for review. A review of the site's complaint history revealed no other issues related to this product. Based on the information provided, this complaint is being reported due to the following conclusion: the instrument had melted jaws with no evidence or claim of user mishandling or misuse. The damage described is indicative of instrument arcing, although the customer reported that no arcing was observed. Although no patient harm occurred, if this malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the customer noted melted jaws on the harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage and no arcing was observed intraoperatively. There was no report of patient harm, injury or adverse outcome due to the alleged product issue.